Manufacturer narrative:
Qn#(B)(4). A visual inspection of the product involved in the complaint was not conducted since the product or a picture of the defect was not provided. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current inventory samples of catalog number 41770 nebulizer, large volume, intl batch number 74h1500881 were tested and no issues were found than can lead to the condition reported by the customer. The fg 41770 uses the same nebulizer components than fg 1770 related to this customer complaint (the only difference between them is the multilingual IFU). The device history record review showed that there were no issues related to function of the product or its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause without the device sample customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. Other remarks: if the sample becomes available this investigation will be updated with the evaluation results. Regarding this issue a CAPA file #(B)(4) was opened to perform a further investigation for this issue.

Event description:
The customer alleges having difficulty in connecting the nebulizer adaptor. No patient injury reported.